Event description:
Patient underwent surgery on (B)(6) 2023 where an additional lead was added to address the ineffective therapy. Reportedly, the patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation on their left side. As such, surgical intervention may occur to address the issue.